Event description:
Healthcare professional reported "rupture" against left device. The device has been explanted.

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: rupture.

Event description:
Healthcare professional reported, "rupture" against left device. The device has been explanted.

Manufacturer narrative:
Device evaluation: visual analysis of the returned device identified, opening, weight to the spec, opening crease fold and brown particle in the gel . A microscopic analysis was performed which identify, crease sharp opening in the posterior and non-penetrating nick(stress marks). Based on the device analysis, the final assessment is: a crease sharp opening in posterior assessed, to a fold flaw opening. Non-penetrating nick(stress marks).